Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 coil pusher assembly and the coil was intact with the pusher assembly. The pod4 was inside the introducer sheath due to coagulated blood in the sheath and, therefore, was not functionally tested. Conclusions: evaluation of the pod4 revealed no visible damage; however, the introducer sheath was full of coagulated blood. Evaluation of the ruby coil revealed that the embolization coil's stretch resistant (sr) wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is retracted against resistance, it is likely that damage such as this may occur. Further evaluation revealed the pusher assembly was kinked in two locations. The kinks in the pusher assembly likely occurred from packaging the device for return. The pod4s and ruby coils are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01113.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils and ruby coils. During the procedure, while advancing a pod4 coil through another manufacturer's microcatheter, the microcatheter kicked out of the vessel so the physician attempted to resheath it. However, the pod4 coil was not flushed in a timely manner and blood began to coagulate in the introducer sheath. The pod4 coil was removed and not used. While advancing a new ruby coil through the microcatheter, the ruby coil began to "buckle." The physician attempted to retract the ruby coil but it unintentionally detached inside the microcatheter. Both the ruby coil and the microcatheter were removed from the patient. The procedure was completed after successfully delivering four new ruby coils into the aneurysm using a px slim delivery microcatheter. There was no report of an adverse effect to the patient.